Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2016. There were no bolus requests made on (B)(6) 2016. User completed cartridge change sequence on (B)(6) 2016, with a priming size of (B)(4) units. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. There is no evidence of a pump malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a seizure. Customer blood glucose (bg) was 69 mg/dl. Reporter did not know if hospitalization was bg or diabetes related. There were no issues observed with the pump cartridge, infusion set, or cannula. Customer drank juice to treat bg level. Customer was discharged from the hospital the following day with no permanent damage.